Manufacturer narrative:
(B)(4). Additional information: concomitant medical products. Additional: it was reported performance needle breakage. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: did the broken needle tip fall into patient? If yes, what measures were taken to retrieve the broken piece? They tried to find the needle tip in the uterus muscle. When they could not find it, they did an x-ray in theatre and it could not be seen on the x-ray. Was there any additional tissue damage as a result of searching for the needle? I cannot confirm this as I was not present in theatre. But yes, I would think that tissue was damaged to search for the small needle tip. What tissue structure is the needle located? The dr sutured the muscle of the uterus (muscle tissue). Are there any plans to remove the needle? If yes, please indicate date unknown. Has there been any medical or surgical intervention performed? Unknown. Is there any adverse patient outcome? Unknown. Patient current condition? Unknown.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the broken needle tip fall into patient? If yes, what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle? What tissue structure is the needle located? Are there any plans to remove the needle? If yes, please indicate date has there been any medical or surgical intervention performed? Is there any adverse patient outcome? Patient current condition?

Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used for a uterine muscle incision. During the procedure,the needle tip broke off when closing the uterus. They could not find the tip. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.